Event description:
The patient reported there are air bubbles in the cartridge of her insulin infusion device. The patient was instructed to tap on the side of the insulin cartridge, and then prime the air bubbles out. The patient did so without error. The patient was advised to let the insulin come to room temperature before using it. The patient did not report any blood glucose concerns. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.